Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, was assisted with resetting pump malfunction, and malfunction did not recur; customer was advised to continue using pump, to call back if malfunction returned.